Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 500 mg/dl while wearing the pod between 36 and 48 hours. Due to elevated bg levels, patient checked the pod and saw that the cannula was not properly seated in the infusion site (hip/buttocks). It seemed to be in between the skin and the adhesive. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. No timeouts or drive stalls were seen in the device data. Inspection of the needle mechanism assembly found no damages or defects that would contribute to the cannula inserting improperly. The cause of the reported event could not be conclusively determined. The soft cannula was observed to be kinked. It is unknown how or when this damage to the soft cannula occurred. The damage did not affect the ability of fluid to flow through the fluid path.